Manufacturer narrative:
The reported events of possible premature battery depletion, no magnet response, and no rf tel were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes the patient presented in clinic with bradycardia. Interrogation using several programmers failed and no magnet response was observed on the pacemaker. The pacemaker was unresponsive. Premature battery depletion was suspected. The pacemaker was explanted and replaced. The patient was stable and recovering post procedure.

Event description:
It was reported that the patient was admitted into the hospital with signs of congestive heart failure (chf). It was noted that the pacemaker was pacing at 100 bpm and upon interrogation it was noted that the pacemaker was stuck in magnet mode. The magnet battery function was turned off and the patient resumed normal pacemaker behavior. There were no patient consequences.